Manufacturer narrative:
The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately (B)(6) post-implantation, the patient began to experience patellofemoral pain and subsequently underwent a patella resurfacing procedure. The native patella was replaced with a patellar implant and the articular surface was exchanged at the same time as minimal wear was seen. Due diligence is in progress for this event; to date all available information has been provided.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, approximately 16 years and 6 months post-implantation, the patient underwent revision surgery due to unknown complications. Due diligence is in progress for this event; to date all available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial tray: catalog#ni, lot#ni; unknown femoral component: catalog#ni, lot#ni. G2: foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a2; b4; b5; g3; h2; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, approximately 16 years and 6 months post-implantation, the patient underwent a patella resurfacing procedure. The native patella was replaced with a patellar implant and the articular surface was exchanged at the same time. Due diligence is in progress for this event; to date all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a1; a2; a3; b4; b5; g3; h2; h6; h11. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.